Event description:
Rptr reported the following: the homecare provider (hcp) went to patient's home and filled a liquid oxygen stationary unit, then placed the unit in the patient's van. The next day the patient drove to the grocery store with the tank in the back of the van. When the patient went to get out of the vehicle the tank exploded. The patient received 2nd and 3rd degree burns to their legs and arms. Pt was taken to the hospital for treatment.